Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to low out-of- range pace impedance measurements less than 200 ohms and electromagnetic interference (emi) noise with oversenslnr. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).